Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman access system (was) with the dilator outside the sheath, and blood in the device. The device was visually and microscopically examined. Inspection of the hub, sheath and tip revealed kinks in the sheath 4cm, 28cm, and 43cm proximal of the tip. Analysis of the remainder of the device found no other damage or defects. Product analysis confirmed the reported event, as the sheath was kinked.

Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman laa closure device and delivery system was inserted into the watchman access system. The closure device was deployed and the procedure was successfully completed. Once the watchman access system was removed from the patient, it was noted to be kinked. There were no patient complications and the patient was stable.

Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman laa closure device and delivery system was inserted into the watchman access system. The closure device was deployed and the procedure was successfully completed. Once the watchman access system was removed from the patient, it was noted to be kinked. There were no patient complications and the patient was stable.